Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the pacemaker was found to have no output and no telemetry, thus the allegation from the field was confirmed. However, the reason for the condition was not able to be duplicated during testing or detailed analysis. Thus the cause of the no output and no telemetry condition of the pacemaker was not able to be determined through laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the medical personnel was unable to interrogate the pacemaker even after troubleshooting. A magnet was placed on the device and the patient's intrinsic rate of 72 to 76 beats per minute was seen, however no pacing was noted. The patient presented to the clinic six days later and an interrogation was still unsuccessful using different programmers. Boston scientific technical services (ts) recommended replacement of the device. A revision procedure was performed where the pacemaker was explanted for concern over early battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported.